Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during routine follow up, an alert due to short v-v intervals was observed. Noise could not be reproduced. The lead remains and the patient will be monitored.

Event description:
New information received notes that the patient received multiple inappropriate high voltage therapies due to noise on the lead. An x-ray revealed externalized conductors. High voltage therapies were programmed off and the patient was hospitalized. A lead replacement is planned.

Event description:
New information received notes that the lead was capped and replaced.